Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) called in to report that the patient had a cassette that was leaking fluid. The fluid did not get in the patient's pd cycler and stated the patient had peritonitis. Additional follow-up revealed the patient was not hospitalized for peritonitis. The pdrn stated the peritoneal effluent cultures yielded pasteurella canis from and unknown source. The patient was treated with vancomycin and fortaz and continued pd therapy.

Manufacturer narrative:
Conclusion: a possible temporal relationship exists between fluid leak(s) with the liberty cycler set (on unknown date) and the patient¿s pasteurella canis peritonitis event (unknown date). Based on the lack of information in the file, the source of the patient¿s pasteurella canis peritonitis infection cannot be determined. It is also unknown what may have caused the liberty cycler set to leak. A possible contributory relationship between the liberty cycler/liberty cycler set cannot be ruled out due to the reported fluid leak event. However, pasteurella canis are pathogens which are primarily found in animals such as cats and dogs and usually cause infections in humans as a result of scratches, bites or licks. It is unknown if the pt. Has any pets in the home which may have been a cofounding factor by inoculating the patient with pasteurella canis.

Event description:
Information in the complaint file was reviewed by a post market surveillance clincian. On 12/15/2017, a peritoneal dialysis (pd) nurse made a service call to report this patient on continuous cyclic peritoneal dialysis (ccpd) therapy had experienced leaking from the liberty cycler cassette (unknown number of times/dates). It was unknown when in ccpd treatment (during set up or during dialysis treatment) the leak occurred. It was reported the liberty cycler did not become wet but that the fluid leaked onto the patient's carpet. It was unknown what may have caused the liberty cycler set to leak. The liberty cycler was not replaced. It is unknown if the patient had any samples of the affected liberty cycler set(s) or companion samples for further product investigation. Additionally, the pd nurse reported the patient had peritonitis. The date of date of diagnosis was unknown. However during a follow up call with the pd nurse on 12/18/2017) it was revealed the patient¿s pd effluent grew the organism pasteurella canis (date unknown). The source of the infection was unknown. The patient was treated outpatient with the antibiotic vancomycin (unknown dose, route, frequency and duration) and fortaz (unknown dose, route, frequency and duration) and continued pd therapy. There is no additional information available despite multiple attempts to gather additional information.